Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device has not been returned for evaluation. The DHR review has been started. Edwards lifesciences implant patient registry tracks all serial devices implanted and issues patient registry cards for identification. Per follow-up with the surgeon, this was not a product malfunction, rather the event was procedure related. Conclusion: the reported event appears to be related to a combination of procedural factors, a less than optimal manougian procedure (which opens the aortic root and allows placement of a larger valve), and the implantation of a valve that was too large. There is no allegation of a product malfunction.

Event description:
Information was received from our implant patient registry reporting an explant at implant with no additional information. Through investigation, we received a response from the surgeon along with the operative report. Per the operative report, "when we opened the heart, we found a small but severely hypertrophied left ventricle. The ascending aorta and the aortic root were extremely small. The aortic valve had three leaflets, which were moderately calcified and fibrosed. The annulus was relatively free of any calcification. There was significant left ventricular hypertrophy. The two coronary ostia were completely free of atherosclerotic disease, and the anterior leaflet of the mitral valve appeared to be perfectly normal. When we sized the annulus, we could only barely put in a size 19 sizer. We therefore had no other option but to do a manougian procedure. The first time we did the manougian procedure, we were able to put in a size 23 bioprosthesis; however, when the patient was weaned off cardiopulmonary bypass, we found that there was severe mitral regurgitation secondary to what appeared to be restricted anterior leaflet motion. We revised the manougian procedure. We removed the entire patch. We replaced it with a pericardial patch and put in a smaller valve, this time a size 21 thinking the size 23 valve was stretching the intertrigonal distance of the mitral annulus. This time we had slightly better arterial regurgitation, but it was still moderate to severe. We therefore had to go through the left atrium and do an alfieri edge-to-edge mitral valve repair. This time, when we came off cardiopulmonary bypass, there was mild to moderate residual mitral regurgitation, which could be almost completely cured by keeping the systolic blood pressure at less than 120."